Manufacturer narrative:
Medtronic determined after further review with our product engineer, that this valve remained implanted and was replaced valve-in-valve with a transcatheter valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that received information that an undetermined time post implant of this 23 mm bioprosthetic valve, it was replaced with a non medtronic homograph for unknown reasons. No additional adverse patient effects were reported.